Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic manager reported that the system continues to display a system message that indicates lamp failure despite the lamp module being replaced twice. No patient harm was reported.